Manufacturer narrative:
The customer was not able to provide pictures, the lot number, or return the device for evaluation. Without this information the device history record cannot be reviewed and a true root cause cannot be determined. There has been a total of (B)(4) sold of this cord since 2016 with 3 additional complaints recorded for similar occurrences. In each occurrence, the device was either not returned for evaluation or the root cause was determined to be wear and tear of the cord. Due to the lack of information, this can be seen as the final report. If additional information is obtained that alleges additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
The customer alleged that during a procedure the laparoscopic monopolar cord caught fire. Another laparoscopic monopolar cord was used to complete the surgery. The fire was extinguished and there was no patient or user harm.